Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged on insulin pump for possible under delivery. Customer had hyperglycemia of 130 mg/dl at the time of incident. Customer reported that there were leak at infusion set and reservoir. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Customer was not using auto mode feature at the time of reported high blood glucose level. Customer declined to troubleshooting for high blood glucose. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.